Event description:
The customer passed away. It was stated that customer was driving on the highway on the wrong side of the road and hit a mini-van. The cause of the death was still unknown and testing was still on going. Also customer's doctor had not seen the pt for over a year, and it looked like the pt was taking care of their own insulin dosage. Additionally, it was stated that there was no questions about the device but would like it downloaded and analyzed. Device had blank display for a couple of weeks and the batteries ran out.